Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528135 visistat 35r 6/box was received used, opened without original package, lot # was not confirmed, stapler was received with few remaining staples (staples in good condition). During visual inspection components looked well assembled, however; stapler was received with trigger component pre-activated; root cause unknown, one staple pre-activated in the tip of the cartridge. Failure mode stuck in stapler was confirmed with samples received during visual inspection. Functional inspection: stapler was fired (activated) for full activation cycle according to the IFU product "the trigger must be squeezed all the way in" and staple pre-activated was closed & released properly. Then stapler was activated several times and a total of 4 staples were loaded, closed & released properly. No quality issues were found during the testing. Therefore, failure mode stuck in stapler reported by the customer was not able to be duplicated during functional inspection. Although; from the sample received it was observed the defect reported by the customer stuck in stapler during visual; the root cause for this issue is other remarks: considered unknown since that the trigger components was received pre-activated & it is unknown why it did not complete the cycle of activation. A functional inspection was performed with remaining staples & no quality issues were found during the activation, the device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (3 staples per stapler). However, we will continue to monitor trending of similar complaints.

Event description:
Alleged event: the stapler gets stuck and the staples do not come out easily. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box, lot number 73e1500356 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler gets stuck and the staples do not come out easily. The patient's condition was reported as fine.